Manufacturer narrative:
Additional information; d.10 device available for eval? Yes d.10. Device returned on : 06/12/2023 h.6. Investigation summary: bd received 50 samples for investigation. The samples were evaluated by functional testing, each having their non-patient shields removed, and the indicated failure mode for loose IV shield with the incident lot was observed in 1 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that prior to use with 20 bd vacutainer® flashback blood collection needle the cannula pulled out when removing the cap. The following information was provided by the initial reporter, translated from japanese to english: for disposable venous blood collection needles, in the first step of pulling out the cap, the needle in the cavity will be brought out, 20 needle fell off.

Event description:
It was reported that prior to use with 20 bd vacutainer® flashback blood collection needle the cannula pulled out when removing the cap. The following information was provided by the initial reporter, translated from japanese to english: for disposable venous blood collection needles, in the first step of pulling out the cap, the needle in the cavity will be brought out, 20 needle fell off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.